Event description:
During an incident in 05/2000 involving a female pt who collapsed in her garden with CPR being performed by a neighbor when the crew arrived, this defibrillator analyzed and prompted "no shock indicated" a parmadics crew arrived an took over pt care. Later when trying to print out the incident report, the unit prompted "service immediately" and did not print the report. The crew arrived 10 minutes after the pt went down. The pt has a massive coronary and was pronounced at the hosp.